Event description:
The customer received a blood glucose reading of 300mg/dl on his contour, re-tested on the doctor's contour and the reading was 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return his test strips for evaluation. New strips were sent to him.